Event description:
The distributor reported a 45 minute surgical delay, the product in this file may have contributed to the delay. File three of six.

Manufacturer narrative:
The product was returned, however, upon receipt the product was damaged and therefore unable to be evaluated. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.